Event description:
The user facility has informed richard wolf gmbh an issue regarding a hook electrode mono ø 5mm wl 340mm, part ID: 8383423, batch # 1460860. According to the received information: "surgery: laparoscopy for acute cholecystitis monopolar current at 30 all the time of the intervention - hemostasis made with bipolar forceps not resulting from an excessive monopolar current. Incident: during the intervention, observation of a missing part, which probably fell into the patient, without it being formally found (perhaps sucked up during washing). No visible injuries but still a fear that the missing part of the hook was not aspirated during the intervention and therefore remained in the patient. No other consequences."

Manufacturer narrative:
New information: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h7, and h10. Corrected data: h4 the hook electrode mono ø 5mm wl 340mm 8383423, batch # 1460860 was examined in accordance with the test instructions. The device has signs of non-authorized third-party repair. Due to the non-authorized third-party repair, it is not possible to determine the root cause of the incident, since the device does not meet the specifications of richard wolf gmbh anymore. The hook electrode mono ø 5mm wl 340mm 8383423, batch # 1460860 was manufactured on 08/sep/2020. The batch consisted of 80 pieces. No issues were identified during production. No further complaints were received with the similar device issue neither from the same batch nor from another batch. In the relevant IFU ga-s 010 / USA / 2013-12 v4.0/ eco 2013-0468 contains safety notes regarding the repair at the beginning of the IFU as well as in section 8 checks. The subject issue of broken parts is present in the risk assessment file b2: reusable electrodes, rev.: v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.